Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected low battery alarm or blank display noted. However, unexpected power loss alarm, replace battery alarm and power error confirmed in the long trace. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with detached reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that they had and the pump had blank display and replace battery now alarm. The customer¿s blood glucose level was 290 mg/dl. Customer declined to do any troubleshoot for low and high blood glucose. The customer stated that the display was flashing and white. It was also reported that the display was not blank currently. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the pump requires brand new or fully charge batteries to work effectively. The customer was advised to monitor the pump and call if problems persist. The insulin pump was returned for analysis.